Manufacturer narrative:
Additional information was received on 6/23/2020, patient underwent breast augmentation surgery with two 600cc mentor memorygel breast implant. Right sided implant, catalog 3506001bc serial number (B)(4), left sided catalog: 3506001bc, serial number: (B)(4). Implantation date is (B)(6) 2016. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with two unspecified gel breast implants experienced right sided capsular contracture baker grade IV, right sided breast pain, pain near right underarm, joint pain, nausea, itching hands, itching feet, hair loss, gi problems, bad night sweats, numbness in hands and feet and tingling in hands and feet post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.